Event description:
Rayner intraocular lenses limited received notification from the brazilian distributor of an event that occurred during implantation of a c-flex 570c intraocular lens (iol). The event description provided states that upon implantation of the c-flex 570c, the healthcare professional observed a crack in the lens. For further info please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00086.

Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation findings: our review of production records for the c-flex 570c iol batch 012e32465 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met spec criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex 570c iol (january 2012) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex 590c iol batch 012e32465.